Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the device became entrapped on the filter wire. A 2.1mm jetstream xc atherectomy catheter was selected for an atherectomy procedure in the right superficial femoral and proximal popliteal arteries. During the procedure inside the patient, the catheter stuck on the non-bsc filter wire. The devices had to be removed together as one unit. The procedure was completed with unspecified balloons and a stent. There were no patient complications and the patient status was good.